Event description:
A slic screw was implanted on (B)(6) 2014. At about 7 weeks post op, the screw broke, separating at the joint. The screw pieces were explanted on (B)(6) 2015.

Manufacturer narrative:
The screw separated into two pieces at the joint. Proximal and distal pieces were examined under 10x magnification. The proximal portion had no obvious irregularities, wear or abrasions. The distal portion had no obvious irregularities, wear or abrasions except some deformation of the very proximal portion inside the hexagonal drive interface. This damage could have occurred during installation or removal and most likely has no relationship to the screw breakage. There is no indication of screw deficiency being a contributing factor in the screw breakage. Conclusions - a conclusion cannot be drawn based on the lack of information concerning the circumstances of this screw breakage.